Event description:
I have pain in the back and front of the thorax. Most of the time, I get short of breath because of the pain. My left cheek is swollen all the time specifically in the morning. Due to the whole situation, I wake up with a bad headache that would last all day and this would happen very often. FDA safety report ID# (B)(4).